Event description:
During a unknown procedure the reload of a tlc55 did not fire. There was no further information available to the rep. There was no consequence to the patient.

Manufacturer narrative:
Facility experienced an event with your proximate linear cutter reloading unit with safety lockout while performing in an unknown procedure. The product complaint anlaysis team has completed its investigation of the device which was returned co co with product inquiry #972127. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged n/a, cartridge batch number: j43g0j, cartridge position: n/a, drivers present in cartridge present/2 drives 0, firing knob position: back/partial n/a, gapspace pin condition: good, hook latch position: open/closed n/a, instrument halves: joined/separate not returned, knife condition: n/a, staples present? Formed/unformed in down drivers, swing tab position: locked/unlocke locked. Functional tests & results: instrument safety lockout properly yes, staple heights conforming n/a, staples fire properly yes, staples form properly. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. As the instrument was not returned with the cartridge, the interaction between the instrument and cartridge could not be analyzed. However, the cartridge was fired with a test instrument and fired and formed the remaining staples as designed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuoulsy improve the products.